Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her sensors didn't have an electrode. Customer states there is no electrode when they take sensor off the skin and electrode was not in skin. Sensor was not returned for analysis.